Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead thresholds have been increasing over the last year (up to 2v). Physician wanted to revise lead as patient is dependent. Attempted to place new lead and cap this one but anatomy would not allow for new lead placement. Physician closed the pocket and will attempt again to revise the lead when thresholds reach 3v @ 1.0ms.

Manufacturer narrative:
On (B)(6) 2019, lead presented non-capture on remote monitoring with high thresholds. Lead to be replaced, no explant has been scheduled at this time. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.